Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06956. It was reported, the pt's ipg implant site becomes hot to the touch when she charges her ipg. The pt stated she does not feel pain at the ipg site. A replacement charging system was sent to the pt to address the issue. On 08/01/2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction and a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.